Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer received excessive no delivery alarms. Customer reported of trying all remedies and issue still persisted. Customer's blood glucose was 7.3 mmol/l. Insulin pump will be replaced.

Manufacturer narrative:
The insulin pump was received with operating currents within specifications and passed self-test, a21 error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected no delivery alarms noted. No cosmetic damage noted.